Manufacturer narrative:
The customers device was sent to a philips authorized repair facility for repair, but was sent back to the customer unrepaired upon their request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 monitor indicating the system speaker has no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.